Manufacturer narrative:
One 131f7 with 2ml monoject limited volume syringe was returned for examination. The reported event of "would not deflate "was unable to be confirmed. The balloon was inflated with 1.5cc using the returned syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without the syringe attached being in specification. However, the returned syringe was a 2cc limited volume syringe which the dimple was found to be out of specification. Visual examination performed with 10 to 45x microscope. As stated in the IFU "passively deflate the balloon by removing the syringe from the gate valve". All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. UDI number (B)(4). Related medsun number 3600840000-2021-8085.

Event description:
It was reported that a female patient with history of acute renal failure on chronic renal failure stage IV, severe aortic stenosis, congestive heart failure, diabetes mellitus and hypertension was admitted for a right and left coronary angiography and right heart catheterization. During surgical preparation of the swan-ganz pulmonary artery balloon catheter, the balloon would not deflate with the syringe attached; removing the syringe did not solve the issue. The faulty device was not used on the patient.